Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was discolored. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed that the set presented discoloration; the discoloration was present in segments of the tubing only. The reported condition was verified. By the nature of the sample, no additional tests could be performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.